Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient is suffering from klippel-feil syndrome. At implantation surgery, the surgeon had to drill a fenestration. After one year, the fenestration was again ossified. The patient never had any benefit with the device. The device was explanted on (B)(6) 2011.